Event description:
Patient reported experiencing high blood glucose (>500 mg/dl), while wearing the device. They stated that, while trying to determine the cause of high blood glucose, they disconnected from their infusion site, and programmed a bolus (bolus amount not provided); no insulin was observed dripping from the end of the infusion set tubing. Patient stated that they believe the device was not delivering any insulin. No error messages were generated by the device. At the time of the report, patient had already switched to their back-up device.